Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer's blood glucose level was 220mg/dl. The customer loaded a new cartridge and successfully resumed insulin delivery. Additionally, it was also reported that the time on the pump was off by 30 minutes. Tandem technical support instructed the customer on how to change the pump time and the time was successfully updated on the pump.